Manufacturer narrative:
The subject device was returned for evaluation. Visual examination of the sample showed no evidence of sutures being placed or no cuts, rips, or tears in the mesh. The inner polydioxanone (pdo) ring remains intact within the ring tube with no exposed areas. The positioning pocket is also in good condition. The condition of the mesh as received is as expected from manipulation for the attempted implant; the mesh remains intact with no damage noted. No manufacturing anomalies were found. Based on the sample evaluation the complaint is unconfirmed for the reported event that mesh fell apart at the edges. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in january 2020. The instruction for use supplied with the device states: "it is recommended that ventralex¿ st hernia patch be completely immersed in sterile saline for 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis. To secure the patch, the mesh positioning strap is pulled up and apart and the device is then secured to the margins of the defect through the strap or positioning pocket. Bard permanent or absorbable fixation devices or nonabsorbable monofilament sutures are recommended to properly secure the prosthesis. If other fixation devices are used, they must be indicated for use in hernia repair. Excess positioning strap material above the fixation line must be cut off and discarded. The method of securing the prosthesis should be determined by surgeon preference and the nature of the reconstruction to provide for adequate tissue fixation and to prevent reherniation." Evaluation completed.

Event description:
As reported, during an open umbilical hernia repair procedure on (B)(6) 2020, a ventralex st hernia patch was used and the edges of the mesh were falling apart when the surgeon started to sew it into the patient. The surgeon removed the ventralex st mesh and sewed an unknown mesh to complete the procedure. There was no reported patient injury.